Event description:
According to the initial reporter: celect filter retrieval. 2 physicians already attempted retrieval. (Physician) is the third to attempt. The hub-hook was embedded in the wall of the ivc above left renal. Ij access and right groin access. Used bronchial forceps to retrieve filter from the wall. Bronchial forceps through ij to pull filter off of the wall of the ivc. Used a guidewire and angeled catheter from the ij to do the ¿hangman¿ technique and get the filter off the wall. Used bronchial forceps from the groin to get the filter off the wall. Did both hangman technique from above and bronchial forceps from below to dislodge filter and was finally successful. The filter was then turned sideways. (Physician) used the bronchial forceps to angel the hook caudal and retrieve the filter from the groin with a large bore 18 fr sheath. Dislodge filter at the same time. From ig used bronchial forceps to retrieve filter again, fractured a primary leg off the of filter. Device only had 7 legs upon retrieving, remaining leg was not found or retrieved.